Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was charging the ipg for two days. The patient underwent an ipg replacement. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was charging the ipg for two days. The patient underwent an ipg replacement. The patient was doing well postoperatively.